Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 180 mg/dl and 80 mg/dl within 7 minutes on the aviva system. No adverse event reported. The alleged product is not available to return for evaluation.